Event description:
The patient was implanted with a left ventricular assist device (lvad). The manager of the mechanical assist program reported that the battery clips were falling apart at the connector, the threaded connector had come loose.

Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) has been issued. No further information is available. The manufacturer is now closing its file on this event.